Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, impella alarmed "impella in ventricle", however placement signal appears aortic. Placement signal alarms were silenced. Additionally, the patient had a gastrointestinal bleed and received 2 units of red blood cells. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported gastrointestinal bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the gastrointestinal bleed could not be determined. Added- h6 med dev prob code 2993 corrections to the initial MFR report: b1-product problem selected in error. B5-the statement "while on support, impella alarmed "impella in ventricle", however placement signal appears aortic. Placement signal alarms were silenced." Is not considered a reportable event. H6 med dev prob code 1559 is not relevant to reportable event.